Event description:
Customer states 2 samples, one with anti-m and one with anti-kell, reacted negative with surgiscreen cells vss188. Both samples had previous antibody history. No death or serious injury was associated with this incident.